Event description:
A report was received stating the ventilator generated an error rendering it inoperable during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A customer service engineer (cse) inspected the device and verified the reported event. The cse replaced the analog interface (ai) printed circuit board (pcb) to resolve the event.